Event description:
Device was returned for maintenance. During the service technician found that trigger had jammed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the trigger was not functioning properly. This is due to lack of maintenance. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.